Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results showed high impedance (impedance value - 10,000 ohms). The generator was tested with a test resistor and showed normal generator function. The lead was also replaced during the procedure and diagnostics showed lead impedance within normal limits. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.